Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A significant decrease in the estimated battery longevity was observed between follow-up visits. The patient will continue being monitored. It is anticipated that a replacement procedure will be performed in six months. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain further information. The field representative did not have any new information to provide and indicated that they needed to follow-up with the patient's physician in order to obtain additional details regarding the status of this device. At this time, no further information has been provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
This device currently remains implanted and in service. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A significant decrease in the estimated battery longevity was observed between follow-up visits. The patient will continue being monitored. It is anticipated that a replacement procedure will be performed in six months. No adverse patient effects were reported.